Manufacturer narrative:
Pending evaluation.

Event description:
As reported during tibial preparation of a initial tkr on a female patient, age and weight unknown, one of the tibial pins would not seem to sink properly into the baseplate/bone. The surgeon tried several times without success which eventually led to a plateau fracture of the tibia. It was discovered afterwards that the tibial pin that caused the issue was oversized and would not fit through the pin holes within the trial tibial baseplate. This oversized pin was what directly caused the fracture. The pin came from a pack of 4 baseplate pins as per the regular process. There is a video attached in the electronic file.

Event description:
As reported during tibial preparation of a initial tkr on a female patient, age and weight unknown, one of the tibial pins would not seem to sink properly into the baseplate/bone. The surgeon tried several times without success which eventually led to a plateau fracture of the tibia. It was discovered afterwards that the tibial pin that caused the issue was oversized and would not fit through the pin holes within the trial tibial baseplate. This oversized pin was what directly caused the fracture. The pin came from a pack of 4 baseplate pins as per the regular process. The patient was reported to be in satisfactory condition after the procedure. Devices are to be returned for evaluation. All available information available at this time.

Manufacturer narrative:
The evaluation noted the intra-operative bone fracture reported was likely the result of multiple attempts to mate an oversized mini headed fixation pin with the tibial baseplate trial during tibial preparation. No information provided in the following section(s): a2, a4, a5, b6, d4 (serial number), and g5.